Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had failed to fully boot and was freezing on the blue startup screen. A technical support specialist (tss) reinstalled the station database package using the correct script after stopping services. The recovery model and hotfixes were verified, services restarted, and a full synchronization completed via the gui graphical user interface. The database folder locations were confirmed, the database re-encrypted, and the system rebooted. A copy only backup was created and validated, followed by successful synchronization verified on the server synchronization status page by using the knowledge article proper data synchronization 2.0 procedure. The network connectivity and required ports were confirmed, and temporary adjustments were reverted. Post-reboot, functionality was validated, the tss a technical support specialist connected with the customer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was frozen on blue startup screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.